Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion, which was not reproduced during evaluation. A review of the event history log identified downstream occlusion alarms. Visual inspection found the cause was a damaged downstream valve. The valves and pressure plates were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.